Event description:
The patient was revised on (B)(6) 2022 following primary surgery on (B)(6) 2020 due to infection. The patient had an infection, and the surgeon did an irrigation and debridement, replacing the humeral cup (36/9).